Event description:
The customer reported the ac power failed to charge the batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power failed to charge the batteries. There was no reported pt involvement. The customer reported the ac power module connector pulled out and wires broke. The ac power module was not available for eval. The ac power module was replaced to resolve the issue.